Event description:
Information received indicates the pump continued to run after the dose was done.

Manufacturer narrative:
Several tests were run with water, ensure plus and pediasure. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.